Event description:
On (B)(6) 2011, pt reported there was moisture in the cartridge compartment of the infusion device. This was noticed during the cartridge change procedure. She does hear an audible click when the infusion tubing is connected to the headset. There was no visible damage to the cartridge. Pt successfully completed a cartridge change, primed the infusion set, and resumed normal operation during the troubleshooting call. Cartridge was replaced and requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue.